Event description:
Resolution clip did not separate from device after clip was attached to tissue. Second clip had similar problem but we were eventually able to get clip separated from device. Dated of use: device 1 and 2 - (B)(6) 2013. Reason for use: device 1 and 2 -bleeding.